Manufacturer narrative:
Updated fields: b4, d9, e1, g3,g6, h3,h6 (type of investigation, investigation finding, health impact, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they could not reproduce the issue. The fse replaced the video generator board kit as a precaution. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received the following parts associated with this complaint: (B)(4). Parts were received with a reported failure of the screen going blank but the tech not reproducing the problem. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts individually and together in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure can be confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient cardiosave intra-aortic balloon pump (iabp) screen went blank, there was no harm.